Event description:
The customer reported alarm - error codes. Error code 242.4030. Motor is bad as well. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged motor control board. Replaced broken pivot on motor. Replaced faulty ail. A review of the device history record showed the device had a manufacture date of 03/21/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - open circuit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2014-0284 for ail. CAPA #ca-2018-0161 for iui's.

Manufacturer narrative:
A review of the complaint history record was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 21mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarm - error codes. Error code 242.4030. Motor is bad as well. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes. Error code 242.4030. Motor is bad as well. There was no patient involvement.